Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: there seems to be a problem with the endoscopic linear cutter of ethicon, ref plee60a. According to the surgeon, it is not firing as it should be and there are 2 in the office that they have opened and was not working. He was a bit worried that the other staples are also not working properly and they might have a leak.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, no gap in the jaws noticed when black reload fired. Gap noticed after green firing on stomach in a lap sleeve gastrectomy. Surgeon is concerned that the gap in the jaws of the instrument will affect the subsequent firing of device and staple formation. No ae to patient. No delay in surgery. A new device was used.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2018. Batch # p57v5k. Device evaluation: the analysis results found that one plee60a device (a) was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The cartridge was received fully fired. The device was tested for functionality only in dry fired. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.